Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services regarding needing assistance getting the cassette out that occurred on the home choice (hc) unit during priming. The hp stated he compromised the lines by not spiking the bags correctly. The technical service representative (tsr) assisted the hp to press stop, cycle power and remove the cassette. The hp discarded the supplies and started over with new ones. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for separation - connection issue of a supply bag was not confirmed due to a lack of sample. Per the complaint information the cause of the complaint is user error. Per the complaint information, the patient stated the supply bag was not spiked properly. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.